Manufacturer narrative:
Continuation of d10: product ID tm90t0 lot# serial# (B)(6); implanted: explanted: product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 26-nov-2025, UDI#: (B)(4) h3. Analysis of the communicator found micro usb charge port has rattling sound, passed bench test, and electrical failure (trs21000 4.1/push button led on/0/bool/1/). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was spinal pain. The patient reported that the communicator was not wanting to connect to myptm; it was not holding a charge; and they were hearing a rattling noise inside the communicator. The patient stated they were getting the ¿communicator not found¿ message, so they restarted the whole device and messed with it for 15 minutes and were getting the same issue. A replacement communicator was requested from the repair department.